Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the prostyle device did not cross the right common femoral artery (rcfa). It was then decided to change the puncture site to the left common femoral artery (lcfa) instead. Manual compression was used to achieve hemostasis in the rcfa. In the lcfa, hemostasis was achieved with the prostyle device. The procedure was completed by applying tape to the lcfa puncture site. The patient was discharged 2 days after the procedure. Pain in the lcfa puncture site began 5 days after discharge, and the patient visited the hospital 9 days later, when infection was detected. On the day, the surgical procedure was performed. The patient is currently at rest. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of pain is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. In this case, it is likely that interaction with the patient anatomical conditions contributed to the reported failure to advance. Based on the reported information and results of the complaint investigation, there is no indication that the reported failure to advance is related to a product quality issue with respect to the design, manufacture, or labeling of the device.